Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood". The IFU also states: "to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs". It also states "assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infections by using the pure wick female external catheter and was hospitalized two times in the last three weeks. It was unknown what medical intervention was provided for urinary tract infections. It was noted that the patient had been using the pure wick products for less than 90 days.

Event description:
It was reported that the patient experienced urinary tract infections by using the purewick female external catheter and hospitalized for two times in last three weeks. It is unknown what medical intervention was provided for urinary tract infections. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on (B)(6) 2021 the customer was prone to urinary tract infections and used the device frequently but everything has been working properly. The customer did not remember the name of the antibiotic that was prescribed for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the materials of construction are not biocompatible. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. The IFU also states: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. It also states "assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infections by using the pure wick female external catheter and was hospitalized two times in the last three weeks. It was unknown what medical intervention was provided for urinary tract infections. It was noted that the patient had been using the pure wick products for less than 90 days.